Event description:
It was reported that the patient experienced recurrent low glucose events overnight while using the ilet bionic pancreas, with reduced meal announcements noted, and the cause of the hypoglycemia remained unclear. Symptoms included hypoglycemia. Outcomes included no reported health consequences or long-term impact. Investigation included communication with the patient and caregiver and analysis of information they provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.